Event description:
Report of alleged constant single tone alarm, all leds on, machine not cycling.

Manufacturer narrative:
Add'l testing by MFR found device would not cycle, with all leds and constant single tone alarm, due to a intermittent electrical connection.